Manufacturer narrative:
Manufacturer¿s ref# (B)(4) e1) operating room (or) materials director after investigation the event is considered reportable 30sep2025. Summary of investigational findings: a patient of undisclosed gender and age underwent a filter placement procedure in which the cook celect platinum navalign femoral vena cava filter set was used. As passing the filter through the sheath it met resistance and would not advance. The physician tried to get the wire out and the wire would not come out of the device. While attempting to push the filter again the filter tore through the side of the sheath. The device was removed and another of the same device was used to complete the procedure with no further complications. The celect-pt filter attached to femoral introducer and introducer sheath was returned for device evaluation. The kinks on the introducer sheath and/or tortuous anatomy could likely be causes for the advancement difficulties reported. Information about patient anatomy was requested but not provided. It is assumed that attempting to withdraw and advance again, would cause the secondary filter legs to easily tangle inside the introducer sheath, making the resistance worse. Furthermore, use of excessive force, attempting to advance the filter again, could likely be the cause of the damaged introducer sheath with the protruding filter. The secondary legs likely wrapped up due to withdrawing. The instructions for use warn not to rotate the preloaded filter inside the introducer system and not to use excessive force. Review of device master record found documentation ensuring the femoral introducer can pass through the introducer sheath with check-flo valve before final release. Review of the device history record gave no indication of the device being produced out of specification. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent a filter placement procedure in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. As passing the filter through the sheath it met resistance and would not advance. Physician tried to get the wire out and the wire would not come out of the device. While attempting to push the filter again the filter tore through the side of the sheath. The device was removed and another of the same device was used to complete the procedure with no further complications.